Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a vats bullectomy procedure. Reportedly, the instrument did not cut. The surgeon manually cut with scissors to complete the procedure. The hosp has reported no pt injury occurred.